Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise over-sensing. The rv lead was capped and replaced on (B)(6) 2025. The patient was discharged.